Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor removal from the patient's body the sensor wire broke. Half of the wire was on the sensor pod and the other half remained in the patient's skin. The patient stated that the transmitter was removed from the sensor pod prior to removing the sensor pod from the body. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available. The complaint device was not returned for investigation. It was reported the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the dexcom g4 (tm) latinum continuous glucose monitoring system user guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and a root cause cannot be determined.